Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this complaint file will be updated accordingly. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 132cm embovac 71 aspiration catheter was received contained in the decontamination pouch. Visual inspection was performed. One (1) cracked area was observed on the shaft of the catheter at 129.5cm, along with two (2) compressed sections at the distal tip; the first from 0cm to 1cm, the second at 4m. The integrity of the braided mesh was not compromised despite the compressed condition observed. All measurements were taken from the distal end of the device. Residues of red brownish material were visible along the body and the hub of the device. No other damages were observed. The cracked area was observed under the microscope. Under magnification, the shaft was observed in one piece despite the cracked area; however, the internal composition of the device was exposed. The inner diameter (ID) and outer diameter (od) of the catheter were confirmed to be within specifications. The issue reported in the complaint that "something ripped" was confirmed based on the cracked condition observed on the returned device; however, factors not described in the information provided, such as patient¿s anatomy, device manipulation, and operator¿s technique, may have contributed to the issue encountered. According to the risk documentation, anatomical tortuosity, no inspection and continuing to use a damaged catheter are potential causes of failure for catheter damage. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. The compressed condition found on the returned device were not reported as such, and the exact time when these conditions appeared cannot be determined based on the information available; however, these are suspected to be the result of the manipulation required during the removal of the device and are not considered related to the event reported. A review of manufacturing documentation associated with this lot (30868313) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use (IFU) contains the following warning: ¿ torquing the catheter excessively while kinked may damage the device, resulting in separation of the catheter shaft. Withdraw the entire device (the device, microcatheter, and guidewire) if the device is severely kinked. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00026 and 3008114965-2023-00027. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 13-mar-2023. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00026 and 3008114965-2023-00027. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturers ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Date of event: the date of the event is not known. The initial reporter phone is not available/reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30868313) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that two (2) 132cm embovac 71 aspiration catheter (ic71132ca) from the same lot number (30868313) were used in a patient during a thrombectomy procedure and both devices broke. Limited information is available at the complaint initiation. There was no report of any patient adverse event/complication. The products are reported to be available to be returned for evaluation and analysis.